Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Transmitter was returned for evaluation. Visual inspection passed. Transmitter voltage test passed. Bluetooth device pairing test passed. Global transmitter final functional test passed. Data/share log was reviewed and customer complaint was confirmed because there was an indication of an inaccurate cgm value within the investigation window. A probable cause could not be determined via product evaluation or via data review. No additional event or patient information is available.